Event description:
It was reported that the customer had a skin irritation. Customer's blood glucose level was 594 mg/dl. Customer stated that her health care professional had taken her off the insulin pump. Customer treated with a manual injection. Customer had an issue a month ago when they removed the cannula. Customer stated that there was redness and puffiness at the site area. Customer requested a replacement sensor. Customer stated that she also had an issue with her transmitter and her pump was being replaced for a button error. It was explained that pain during insertion, set, or insulin may cause irritation. Customer stated that sometimes the left side will hurt more or bruise. Customer was advised to speak to their health care professional about alternative sets. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-90540.